Event description:
It was reported a perforation, pericardial effusion, hemorrhage and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was), a 31 mm watchman flx pro laa closure device and delivery system (wds) and protrack pigtail wire were selected for use. The 31 mm wds was prepared, pigtail wire removed, and the closure device was deployed. After deployment, the closure device appeared to be pinched in the distal lobe, therefore a full recapture was done. At that time, a small pericardial effusion was observed. The closure device was then redeployed, positioned at the ostium and successfully met position, anchor, size and seal (pass) criteria. However, during final pass assessment, a significant increase in effusion was noted at circumferential, and cardiac surgery was called. Pericardiocentesis was performed to treat the effusion removing 2l of fluid, and vasopressors were administered to stabilize the patient. Cardiac surgery proceeded with an emergent sternotomy in the ep lab, where a sheath-sized perforation in the distal left atrial appendage was identified. A non-boston scientific clip was placed distal to the closure device, given the patient's elongated appendage. The procedure was completed without further complications. The patient was closed. The patient was hospitalized due the event and is expected to make a full recovery.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.